Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from inappropriate shock when the subject was in the bathroom. Electrical interference from an external source is suspected. Should additional information be received, this file will be updated.